Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had an infection at their ins site. Patient was asking how to turn stimulation off, it was reviewed and the patient was able to turn stimulation off. It was reported that about 3 weeks prior to the report the patient experienced tenderness and soreness at the implant site as well as burning when laying down. It was confirmed there was an infection at the pocket site. The doctor instructed the patient to turn the stimulator off for a while and the patient may have to have the device moved or removed. No further complications were reported or anticipated.